Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient stopped recharging their scs system approximately a year ago due to the system not functioning to their satisfaction. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model thus resolving the issue.